Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5037497) in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) implanted. She experienced severe bleeding, pains, migraines, joint pains, vomiting, and nausea. No further information was provided. Follow-up information received on (B)(6) 2014: the consumer´s date of birth was updated (she was (B)(6)). Her weight was 70kg and height was 168cm (bmi 24.8). Previous gynecological problems or interventions and concurrent conditions were denied. Essure was inserted in (B)(6) 2012; 2 months after delivery of her son. Lot number and UDI (unique device identifier) was unknown. After insertion and before total occlusion confirmation she used ozion (birth control pill). On an unspecified date (couple of months later after insertion), hsg was done and revealed that essure coils were in place. She stated bleeding started a couple months, (2 and half months) after confirmation test, a couple weeks after that and it comes and goes. Pain was unbelievable, pain near her ovaries, she double over in pain, sometimes for a couple of days, pain started 1 year after essure. Migraine started 6-7 months after insertion. Joint pains in her knees started 6 months ago, approximately 1 ½ year after essure. She was still having joint pains, but not so bad. The vomiting come with the pain, it started when the severe pain started, the pain started around 9 months after insertion, a couple months after she had the essure in. The nausea started the same time as everything else, as vomiting, but not so much anymore. She received pain medications, zofran for vomiting and tylenol with codeine for pain. She visited her doctor and was advised to take essure out, to have a hysterectomy. However, she did not want to do, she was too young. She stated that her physician did the test (the kind of test and the result were not provided). She was hospitalized for 1 week at the end of (B)(6) and beginning of (B)(6) 2012, but the doctors could not find what was wrong. She had severe abdominal pain and the doctors found that her female organs were all swollen and then she was released. On an unspecified date she had a severe swelling in her belly and looked as five months pregnant. She stated that she was still having migraines, bleeding and pains. Her joint pain comes and goes. Essure was not removed, but she wanted to have essure removed. She believed that her events were caused by essure because she was perfectly fine before essure insertion. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: case upgraded to incident. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced severe bleeding. She also reported hospitalization due to severe abdominal pain and stated her female organs were all swollen. All reported events were considered serious; the first due to medical importance while the remaining events due to hospitalization. Female organs were all swollen is unlisted in essure's reference safety information. The other events are listed. Genital bleeding and pelvic, abdominal and uncharacterized pain may occur during essure use. In this particular case, given the positive temporal relationship and the nature of severe bleeding and abdominal pain a causal relationship with essure therapy cannot be excluded. Regarding female organs were all swollen as limited information was provided to concluded on its etiology; a causal relationship with the suspect insert cannot be assessed. Since hospitalization was reported this case was regarded as incident. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 01-apr-2015: hcp essure general questionaire received undelivered; no other address noted. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced severe bleeding. She also reported hospitalization due to severe abdominal pain and stated her female organs were all swollen. All reported events were considered serious; the first due to medical importance while the remaining events due to hospitalization. Female organs were all swollen is unlisted in essure's reference safety information. The other events are listed. Genital bleeding and pelvic, abdominal and uncharacterized pain may occur during essure use. In this particular case, given the positive temporal relationship and the nature of severe bleeding and abdominal pain a causal relationship with essure therapy cannot be excluded. Regarding pelvic female organs swollen, limited information was informed. Nevertheless, considering the positive temporal relationship, causality with essure use cannot be excluded. Since hospitalization was reported this case was regarded as incident. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.